Event description:
This case occured outside of the USA in norway. According to the information received, a patient was injected on (B)(6) 2022 with 1 ml of teosyal rha 4 (tpul-215022a0, object of this complaint) and 1 ml of teosyal puresense ultradeep (tsul-22191hl0, complaint (B)(4)) in the jaw line and chin. After the treatment, the patient complained about throat irritation. The day after, on (B)(6) 2022, the patient reported difficulties to swallow, as well as increasing intense pain and black bullae on the left side of her mouth floor. No pain was reported on the skin surface. The injector suspected a vascular occlusion of the sub mandibularis arteria, therefore the patient immediately came to the clinic on the same day and received: injection of 3000 i.u. Of hyaluronidase (hourly treatment for 4 hours) with massages and warm compresses on (B)(6) 2022. Injection of 800 i.u. Of hyaluronidase with massage on (B)(6) 2022. Following the treatment, all injected filler in the chin and jawline resolved. On (B)(6) 2022, the patient went to the clinic for a follow-up and reported less pain and swallowing issues. The patient was then followed each day of the next week by phone, supported with pictures showing that the symptoms slowly disappeared. On (B)(6) 2022, the patient symptoms had fully resolved. The injector used a ge vscan to perform an ultrasound (date unknown) of the area and did not notice signs of large hematoma. However he confirmed that symptoms clinically pointed towards a vascular occlusion, not of the arteria facialis though, which was not clinically compromised. Although initially assessed as not reportable due to lack of information, additional information received on 17 nov. 2022 (form and pictures received with description of the event), led to the reportability of the case to norwegian health competent authorities.

Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. Although the visual symptoms could not be confirmed in this case, visual disorders symptoms are also rare but largely documented in the literature. They are typically linked to an intra-arterial injection of filler, which can result in an embolisation of the ophtalmic artery. They may also be unrelated to the use of dermal filler product. If treated with appropriate medical treatment, symptoms can be fully resolved without sequalae. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products.